Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the depressed battery pins, which was observed during physical inspection and considered confirmed. The two depressed negative battery pins were found to be fully depressed and unable to rebound as designed, preventing dc operation. The rear case was replaced to correct the condition.

Event description:
It was reported that a spectrum pump had two depressed battery pins. It was also reported there was no patient involvement.